Event description:
It is reported that a customer experienced high blood glucose of 549 mg/dl. The customer had very difficult time trying to remove the battery cap off their insulin pump. The customer did not want to trouble shoot the issue and did not give any details about treating their high blood glucose. The customer agreed to have their insulin pump replaced. A replacement pump was sent to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.